Event description:
It was reported by service report that the brakes could not hold and the side rail could become unlatched due to missing compression springs. No pt involvement or adverse consequences were reported.